Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device : right side of pelvic area') in a 27-year-old female patient who had essure (batch no. C59245) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure. In (B)(6) 2016, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions type: acne"), rash ("rash"), pelvic pain ("pain / pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2018, the patient experienced fungal infection ("infection (other) describe: yeast"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, fungal infection, acne, rash, migraine, headache, feeling abnormal, anxiety, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Batch no: c59245 production date: 2014-05-21 expiration date: 2017-05-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side of pelvic area') in a (B)(6) female patient who had essure (batch no. C59245) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 days after insertion of essure. In (B)(6) 2016, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions type: acne"), rash ("rash"), pelvic pain ("pain / pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2018, the patient experienced fungal infection ("infection (other) describe: yeast"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, fungal infection, acne, rash, migraine, headache, feeling abnormal, anxiety, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Lot number and lab data added. Her demographic was added. Concomitant medication added. Events: migration of essure device location of device : right side of pelvic pain, abnormal bleeding(vaginal, menorrhagia), infection (other) describe: yeast, rashes or skin conditions type: acne/rash, migraines / headaches, neurological conditions or problems type: brain fog anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain , abdominal pain, back pain were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.